Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp did not replace the catheter. A bridge prime was performed. The rep had not followed up with this patient. The rep had heard nothing regarding the patient not receiving therapy. The device had been discarded and would not be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 25 mg/ml concentration at 0.155 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that they were changing out a patient's pump and were not able to aspirate from the catheter access port (cap). The rep had to return to case, no further information could be collected. No patient symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the aspiration issue was unknown. No actions/interventions were taken to resolve the aspiration issue. The provider did not revise the catheter for reasons unknown. It was unknown if the aspiration issue had been resolved. There was no upcoming catheter revision or dye study scheduled. The reason for the pump replacement was the alarm was sounding and the pump was at elective replacement indicator (eri). The device was explanted and replaced. The explanted pump was retained for pathology by the surgery center. The patient¿s weight was unknown.